Manufacturer narrative:
Sensor 0m000h6299w has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). A watermark at the base of the tail was not observed. Visual inspection of the sensor plug and damaged was observed to the guide tabs and sensor ears. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. Issue is not confirmed due to sensor tail was not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre sensor. Customer experienced cold sweat, tremors, confusion and required treatment of sugar water provided by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre sensor. Customer experienced cold sweat, tremors, confusion and required treatment of sugar water provided by his wife. There was no report of death or permanent injury associated with this event.